Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient stated that ¿the sensor didn't go through the 2-hrs warm up¿ and due to that she was taken to the hospital. At the hospital she was put on pka protocols (camp-dependent protein kinase) to enhance the acute insulin response (air) to glucose and they removed the insulin pump. There was no information about treatment administered nor the symptoms experienced by the patient. The patient declined to provide any further information about the event. At the time of the report the patient was still at the hospital. No additional patient or event information is available.